Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the drawers 2.1 and 2.2 were both not detected on bus and there were no lights on the module controller. So, the fse replaced the drawer controller and retractor band of 2.1, and the module controller for both, then booted up. The system functioned as intended after the field service engineer repaired the device.